Event description:
Per the clinic, the patient experienced pain during an MRI. The patient's head was not wrapped as recommended by cochlear. Subsequently, the patient experienced a performance decrement. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.